Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she had high blood glucose on (B)(6) 2013 and was not sure what to do. Customer stated that she had gone from 111 mg/dl to 494 mg/dl. Customer's blood glucose was 151 mg/dl at the time of the call and was doing well since the last high blood glucose. Customer was advised of the 2 high blood glucose rule.